Event description:
A malfunction alarm was reported, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was informed to contact technical support if the malfunction code reoccurs and understood the instructions given.